Event description:
It was reported while using bd nano 2nd gen pen needle the product was difficult to use and leaked. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550, batch no. 1237267, 1258935. It was reported by the consumer that insulin leaks at base of inner shield during injection. Was not informed to remove the inner shield before injection. Consumer reported finding the insulin to leak at base of inner shield during injection in the past two boxes. Caller was not informed to remove the inner shield for proper injection. Informed caller proper placement of non patient end and to complete a flow check.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1237267, medical device expiration date: 31aug2026, device manufacture date: 25aug2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano 2nd gen pen needle the product was difficult to use and leaked. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320550. Batch no. 1237267, 1258935. It was reported by the consumer that insulin leaks at base of inner shield during injection. Was not informed to remove the inner shield before injection. Consumer reported finding the insulin to leak at base of inner shield during injection in the past two boxes. Caller was not informed to remove the inner shield for proper injection. Informed caller proper placement of non patient end and to complete a flow check.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.